Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
When the diamondback peripheral orbital atherectomy device (oad) was inserted over the guide wire, the device would not flush. Troubleshooting was performed, however the issue was unable to be resolved. The device was not observed to be leaking. The device was replaced to complete the procedure and there were no patient complications.

Manufacturer narrative:
The reported oad was returned to csi for analysis. When the oad was connected to the saline pump there was no flow observed through the handle assembly or saline sheath. A visual and destructive analysis of the nose cone fluid port revealed it to be blocked by adhesive. A cross section found that the nose cone hypotube was not fully seated, allowing adhesive to wick into the nose cone fluid port. At the conclusion of the device analysis investigation, the report that the device was unable to be flushed was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).